Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stent procedure performed in 2009. According to the complainant, the stent was placed without problem over a fistula between the esophagus and the duodenum (patient is post bariatric surgery and does not have a stomach. The stent was placed partially in the esophagus and partially in the duodenum). However, 3 days post-procedure, the covering of the stent migrated and "disappeared', leaving the fistula exposed. The procedure was completed with a wallflex esophageal covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stent procedure performed on (B) (6) 2009 (patient age (B) (6), gender and weight are unknown). According to the complainant, the stent was placed without problem over a fistula between the esophagus and the duodenum (patient is post bariatric surgery and does not have a stomach. The stent was placed partially in the esophagus and partially in the duodenum). However, 3 days post-procedure, the covering of the stent migrated and "disappeared", leaving the fistula exposed. The procedure was completed with a wallflex esophageal covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that only a stent was returned for analysis. Examination of the returned stent noted that it was fully expanded, but that the polyurethane cover was missing. There were no other anomalies noted with the returned stent. A labeling review identified that the device was not used per the ultraflex esophageal directions for use. The root cause classification is user error as the device was not used in accordance with the dfu. This device is indicated for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors. It was reported that the device was partially placed in the duodenum of a patient, as the patient had undergone bariatric surgery and had no stomach. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.